Event description:
Chronic equipment failures during procedures and console restarts mid-procedure. Monarch robotic navigational bronchoscope failure- preprocedural. The flash drive inserted into monarch platform did not load and provider needed to re-plan navigational bronch on the laptop and transfer data back to flash drive. Pt had been intubated and ready for bronchscope insertion when the monitors suddenly failed. Rebooted the whole system again and did not function properly. Provider was forced to switch to traditional bronchoscopy. Diagnosis was made ultimately, but this equipment failure caused a large delay in completing the procedure with increased anesthesia time. There was also the possibility that biopsies could have been non-diagnostic (leading to another procedure or delay in diagnosis/care) because traditional bronchsocopy has a lower diagnostic yield (particular for smaller lesions). [Redacted]. Robotic navigational bronchoscope failure- preprocedural. Pt had been intubated and ready for bronchscope insertion when the robotic arms were unstowed and would not move back to proper position for initiation of case. Rebooted the whole system again and it did not function despite calling monarch representative who then requested off-site assistance without resolution. Provider was forced to switch to traditional bronchoscopy. Diagnosis was made ultimately, but this equipment failure caused a large delay in completing the procedure with increased anesthesia time. There was also the possibility that biopsies could have been non-diagnostic (leading to another procedure or delay in diagnosis/care) because traditional bronchsocopy has a lower diagnostic yield (particular for smaller lesions). Timeline so far: [redacted]: contacted vendor to request error logs. Technical support did not have any additional service calls in the system (all records correlated with previously existing htm wos [healthcare technology management work orders]) and indicated that the actual error logs had to be pulled manually from system. Per conversations with besss [biomedical equipment support specialists], clinical had not communicated these issues. They were only aware of the issues for which there were wos for (aside from the most recent 2 submitted retroactively to document with [redacted]. [Redacted]: data download scheduled for monday, [redacted]. Per conversation with usual fse [field service engineer], no observation of these additional reported issues when on site. Clinical mentioned the error messages/rebooting in [redacted] when fse on site for maintenance and fse asked that next time they encounter an issue to report it as soon as possible so that it could be investigated/root cause determined. Fse indicated that he had not heard anything since. [Redacted]: vendor fse came on site and downloaded data. [Redacted]: per follow up with vendor rep, data was still being uploaded. Projected completion friday [redacted]/monday[redacted]. Requested quality poc [point of care]. [Redacted]: per follow up with vendor, projection for data upload and logs to be sent on monday [redacted]. Informed that once received if we want additional interpretation then will need to submit a ticket for further review (which the technical/eng [engineering] team would be expecting/on standby for the request). Re-requested quality poc information. [Redacted]: followed up with vendor; no update provided. [Redacted]: per conversation with technical manager, we were informed that the error logs contain proprietary diagnostic data and coding (and requires proprietary software to decode/interpret) so they cannot send the raw data. Interpretation of the logs would be 1-2 weeks; projection of next week (week of [redacted]) to schedule a meeting to review report. Requested escalation for authorization to be sent the raw data (pending response). Emailed the quality poc for support (pending response). Htm [healthcare technology management] was not notified of this issue from last month until yesterday, so we do not have any background information regarding the event. Cases have been performed with the equipment following that date. Htm is pending system error logs from the vendor to determine if there is a recurring/systemic issue with the system. This issue was resolved. Vendor replaced pc which resolved the issue on [redacted].